Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated they have been having issues with their recharger for their left implant for the past probably 6 months. Caller stated that at first they saw a message with a doctor's face on it and the letters "err" or something, and they couldn't charge the implant. Caller met with mdt rep (B)(4) in office who explained the device was reaching the end of service and had 6-8 months of battery left. Caller stated (B)(4) was able to do something that cleared the message and it hasn't come back, but in the past 2 months they have been having trouble locating the battery to charge it. Caller stated they kept having issues and went to see their hcp who recommended they get a hold of mdt for support. Caller added they then had to have emergency oral surgery, so it's been 2 months without any charge. Caller mentioned that it would take them all day to charge the implant and the charge would only last a day. Caller added that they have a newer implant on their right side which is way better and want to have the left one replaced for the same kind. Caller added they had messaged mdt rep (B)(4) who recommended they call patient services first before setting up an appointment. Caller confirmed no damage to the recharger or antenna. Caller attempted to connect to the recharger and saw the "reposition the antenna" screen. Agent reviewed possible over discharge of the implant. The issue was not resolved. The patient was redirected to their healthcare provider/field rep to further address the issue and have implant checked. Caller stated they want to have the implant replaced for the newer model; agent recommended discussing that option with the doctor. Agent reviewed that patient services could replace the recharger if caller does not go forward with replacing the implant battery and continues to have charging issues. On (B)(6) 2022 the caller states that the pt states around 8 months ago they saw eri or eos on external component. The pt states a week ago she saw the same message. The caller is with the pt today and states they cannot charge the restore advanced (getting 'start charge' screen) and when the rep asked if the pt has had more than 3 overdischarges the pt said they had. The caller confirmed that an mdt rep '(B)(4)' (unk last name) was notified 8 months ago. Tss reviewed that eri should not have been a possibility and it was likely eos given what the pt had shared with rep. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss advised caller they could attempt another physician recharge mode to confirm the ins is eos if the ins has again gone lower in voltage than the overdischarge threshold--tss noted tss has never attempted physician recharge mode after 3 overdischarges but did note to caller that in normal circumstances an eos device could still be charged. Caller states they likely will look to simply replace the product. On 2022-sep-15 the rep (B)(4) reported they were never made aware of the eri/eos, charging issues, or any other device issues. The only information the rep has it that the patient made an appointment at hcp office and was a no show.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to reg report 3004209178-2022-11904: following codes were removed: nds4109, a0706, a23. Following codes were added: nds3013 a26 medtronic is submitting this report to comply with FDA reporting regulations under 21 .cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.